Event description:
Event description this implantable cardioverter defibrillator (ICD) was returned for routine analysis and credit evaluation. MDR was created because of reliability assurance testing.